Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition due to a suspected fracture. The lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the suture sleeve was tied down on the lead body approximately 17.3-19.6 cm from the terminal pin. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the anode and cathode coils had a break approximately 22-23 cm from the terminal pin; located in curvature area of the lead body. Based upon the clinical observations and the laboratory findings, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.